Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-03522 and 03523. The pt rec'd 2 scs leads on (B)(6) 2012 with the same lot number and 2 scs leads on (B)(6) 2012 with different lot numbers. It was reported one of the scs leads migrated. Both scs leads were explanted. After the scs leads were explanted the physician had difficulty steering the replacement scs leads and decided not to complete the procedure. The surgical procedure was extended by approx 1 hr. Surgical intervention will be taken at a later date to replace the original scs leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.